Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used with double stapling technique. Echelon 60 had been used to resect the rectum before the device was fired. After the device was fired, there was difficulty in removing the device. The deployed staples were formed properly and the doughnuts were proper. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
During routine testing of the device at the repair center, the user observed error message "f070". The arterial blood parameter monitor was replaced to resolve the problem. The monitor was originally returned for failure to power on. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.